Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work was confirmed. It was found that the displayed an error code: 200 and that the idt board was broken. The broken parts were replaced and the device was diagnosed and the issue was resolved with spare parts. The device was working according to specifications. The broken parts of the device are most likely a result of user mishandling of the device, probably a fall. The defective idt board would have caused the device to display the error code. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 8/14/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the vapr3 generator ea does not function. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.